Manufacturer narrative:
The lens was returned wrapped in paper. Solution was dried on the lens. The optic was cut into pieces. The cut optic pieces had multiple scratches and split/cracks on the anterior and posterior sides of the lens. The observed damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens implantation the patient was slightly unhappy with the vision. The lens was exchanged in a secondary procedure. The clinical reason for explant was "slightly myopic". Additional information has been received that, there is no patient harm involved. The patient was not hospitalized.